Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 231607, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient underwent an ipg explant procedure due to a need for magnetic resonance imaging (MRI). Subsequently, a lipoma was noted on the patients back. The patient underwent a procedure wherein the physician attempted to remove the lipoma, however, only a partial was removed as a lead was discovered to be intertwined in the lipoma. The patient will undergo a revision procedure wherein leads will be replaced and a new ipg will be implanted.